Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the p/s channel and on the can to rv coil channel were observed. A lead insulation break was suspected. The noise was not reproducible with isometrics. The lead was explanted.